Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products ¿ arcom ringloc liner p/n 11-105903 l/n unknown. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02520.

Event description:
It was reported that a patient underwent a revision procedure due to unknown reasons. Attempts to obtain additional information have been made; however, no more has been provided and patient outcome is unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.